Event description:
It was reported that the patient underwent a cervical procedure using anterior fixation at c4/6. Approximately 11 months post op, the locking screw on the plate backed out which allowed the bone screw at the c6 vertebrae to back out. The revision surgery was performed to remove the screws.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. It was revealed from x-rays that the implant level was at c4/7, not at c4/6. The x-rays taken months post-op indicate that lock screw has loosened and one of the caudal screws has started to migrate past the lock washer. It is difficult to ascertain from the immediate post-op x-rays whether the locking ring was installed correctly over the bone screws and that the lock screw was tightened more than "hand tight". We are unable to determine the cause of the event.